Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received false low elecsys hcg + beta test system results from the cobas e 411 disk immunoassay analyzer. The initial result was 2.93 miu/ml with a data flag and on 26-oct-2019 the retest result was 7.58 miu/ml with a data flag. The questionable results were reported outside the laboratory. The reagent lot number was 41442101 with an expiration date of 31-oct-2020.